Event description:
Healthcare professional reported that a patient was injected with an unspecified juvéderm® in the nasolabial folds and experienced necrosis. Patient is currently being treated by another healthcare professional and "is doing a lot better" and event is still ongoing.

Manufacturer narrative:
Injection date was noted as on (B)(6) 2022. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.